Event description:
Customer reported receiving a new pump and felt that incorrect settings might be causing low readings and excess insulin dosage. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. No additional information was obtained regarding the low bg event. Technical support advised the customer to contact their healthcare provider to obtain the correct settings and offered further assistance if needed. Customer acknowledged understanding the instructions.